Event description:
It was reported that the patient was admitted to the hospital and underwent a l5-s1 posterolateral fusion using rhbmp-2/acs. It is further reported that later imaging studies showed uncontrolled bone growth resulting in nerve compression near where the infuse was implanted. It is reported that patient currently suffers from chronic pain, radiculitis, emotional distress and mental anguish.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2008 , the patient underwent the following procedures: l5-s1 facetectomy on the right with percutaneous l5 and s1 pedicle screw placement and rods; intraoperative microscopy; intraop fluoroscopy with interpretation and supervision preoperative, postoperative diagnosis: l5-s1 bilateral pars defect with a right sided radiculopathy. Per op-notes: ¿.. Surgeons then placed 10 x 26 mm peek interbody device packed with a small sponge of rhbmp-2/acs into the disc space and then used the extant device to connect the screws with 5.5 x 40 mm rods.. The patient was taken to recovery room instable condition..¿

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient is "completely disabled for life," and has "serious heart disease..." No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.